Event description:
It was reported that the patient had had a lead implanted for a buried trial three days prior to this report. It was noted that the trial had gone well and stimulation was working well for the patient. The patient had a permanent implantable neurostimulator (ins) implanted on the morning of this report. After the ins was implanted, impedance measurements were taken and ¿some pairs¿ were noted to be greater than 10000 ohms. The health care provider (hcp) then removed the lead, wiped it clean and reinserted it. It was noted that the hcp did this four times, but impedances continued to be high. Stimulation was then tested intra-operatively on the patient. The patient reported feeling stimulation in the correct area so the decision was made to close and move the patient to recovery. While in recovery, the patient was reportedly not getting any stimulation and less than 50% therapy relief from the right side implant. Impedances were measured again and impedances of greater than 40000 ohms at 3.0v and greater than 10000 ohms at 0.7v measured on all electrodes. It was noted that impedance testing, reprogramming and x-rays were done. It was believed that the high impedances were due to the ins setscrew and the connection between the ins and lead contacts. Later that day, it was reported that the patient had been taken back into surgery and the leads were tested directly. Lead impedances were found to be good and the patient was feeling stimulation appropriately. The ins was then replaced and the system tested ¿ok.¿ the patient was tested again in recovery and impedances were good and the patient felt the ¿tingling¿ as appropriate. It was stated that the ins replacement resolved the issue. Six days later, it was reported that the patient was well. The following day, it was reported that the event was due to the ins battery. The reporter stated that the patient was doing fine.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that there was no anomaly.

Manufacturer narrative:
Product ID 977a260 lot# va0ayzz017; product type lead product ID 977a260 lot# va0ayzz017; product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.